Manufacturer narrative:
(B)(4). Investigation is ongoing.

Event description:
As reported by the edwards european affiliate, during a 26mm sapien 3 case by tf approach in the aortic position the balloon failed to inflate during valve deployment. The valve could not be deployed due to a ¿damaged balloon¿. The system was successfully retrieved from the patient.

Manufacturer narrative:
Investigation is ongoing.

Manufacturer narrative:
The device was not returned for evaluation and no relevant photograph, videos or imagery of the procedure were provided, therefore a review of these items was unable to be performed. A device history review (DHR) was performed and revealed no manufacturing non-conformances that would have contributed to the complaint event. A lot history review revealed one no similar complaints that related to ¿balloon - leakage¿. Based on the review of the instructions for use (IFU) and training manuals, no deficiencies were identified. Inspections performed during manufacturing process and testing performed during product verification support that it is unlikely that a manufacturing issue contributed to the reported events. A review of complaint history data for (B)(6) 2018 revealed that the complaint occurrence rate exceeded the control limits for the trend category of ¿leakage¿. Although the trend category of ¿leakage¿ exceeded the (B)(6) 2018 control limit for the commander delivery system, the presence of a manufacturing non-conformance was not identified. Additionally, a review of complaint history revealed that no product non-conformances or IFU/training manual deficiencies. As such, a product risk assessment (pra) escalation is not required. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Without relevant photographs, imagery of the procedure, and device itself, the complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. Due to the unavailability of the device, engineering was unable to perform additional visual, dimensional, and functional analysis. As a results, the presence of a manufacturing non-conformance was unable to be determined. A review of DHR, lot history, and complaint history did not reveal any manufacturing non-conformances which could have contributed to the complaint. Furthermore, a review of IFU/training materials revealed no deficiencies. A review of manufacturing mitigations further supports that it is unlikely that the device left the manufacturing site with the reported damage on the delivery system as the devices are 100% visually inspected and tested multiple times throughout the manufacturing process. Additionally, as reported in the complaint case notes, there was nothing unusual during device preparation, indicating that the device has no issue out of the box. It is likely that the balloon damage occurred during use. A review of complaint suggests that the patient and/or procedural factors as following can possibly contribute to the reported events: excessive manipulation of the device during the delivery system insertion/ advancement or valve alignment as a result of vessel tortuosity may result in damage to the balloon or balloon catheter bonds. Calcification in the patient anatomy can also cause damages to the inflation balloon and/or crimp balloon. However, it was reported that the valve alignment was performed at the straight section of the aorta, and there was no reported insertion difficulty. Additionally, patient anatomy information was not provided for this complaint. Therefore, the aforementioned suggested potential root causes could not be confirmed. There is insufficient information to determine a definitive root cause at this time. The complaint for ¿balloon ¿ leakage¿ was unable to be confirmed. No manufacturing non-conformances were identified during evaluation. No labeling or IFU/training manual inadequacies were identified. Therefore, no corrective or preventive action is required. A definitive root cause could not be determined at this time. A review of complaint history revealed that the occurrence rate for the ¿leakage¿ trend category exceeded the (B)(6) 2018 control limits.